Event description:
It was reported to boston scientific via an article published in the world journal of urology that a retrospective multicenter case series study was conducted to describe life-threatening (clavien-dindo greater than or equal to 4) complications following rezum water vapor thermal therapy (wvtt) for the treatment of benign prostatic hyperplasia (bph). A total of 10 patients were identified from high-volume international centers and reported during a meeting in june 2025, with procedures performed prior to that period. Case 8 was an 83-year-old man with chronic urinary retention due to bladder outlet obstruction from bph, managed with an indwelling catheter since (B)(6) 2024. The patient had hip disease with moderate mobility impairment but no major additional comorbidities. On (B)(6), 2025, the patient's psa was 1.93 ng/ml, prostate volume of 45 ml, and a rectal exam did not indicate suspicion of cancer. Urinalysis and urine culture showed only nonsignificant bacteriuria. This patient received oral ciprofloxacin 500 mg twice daily starting three days before rezum procedure and continuing for 5 days. Following rezum procedure on (B)(6) 2025, the patient was admitted one week later post-procedure with septic shock and transferred to the intensive care unit. This patient died during that hospitalization, presumably from severe infection; no additional details on the terminal course were available.

Manufacturer narrative:
Cindolo, l., minore, a., schwartzmann, I., alejo, a. F., imperatore, v., lossa, v., ebbing, j., destefanis, p., hindley, r., emara, a., pastore, a., sequi, m. B., balsamo, r., knazik, r., coscarella, m., de nunzio, c., secco, s. (2026). Water vapor thermotherapy and high-grade clavien-dindo complications: retrospective analysis of 10 cases. World journal of urology, 44(392). Https://doi.org/10.1007/s00345-026-06495-x detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. The event date is an approximate as it was indicated that patient was admitted with symptoms one week later post-procedure.